Event description:
It was reported that the right ventricular lead exhibited an undersensing issue. No intervention was performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.